Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: investigation summary the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found the sleeve was deformed and broken, exposing the spring. Upon removing the sleeve, it was found that the needle and spring were bent. The device had foreign matter, presumably biological matter. Neither the suture nor the plates were returned for evaluation. No other anomalies could be observed on the device. A functional test was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the truespan 12 degree peek would have contributed to the complained device issue. Based on the investigation findings, it is possible that, when the needle was inside the joint and the needle tip was maneuvered to desired location for optimal approximation, the needle was leveraged, therefore causing stress and a mechanical deformation of the needle, spring and sleeve. As per the instructions for use (IFU); 1) during needle insertion use a malleable graft retractor or slotted cannula to prevent the needle from catching on or damaging soft tissue (e.g. Fat pad and/or articular surface). Properly handling and¿attention to the approved use of the device diminishes the risk of failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: e1: the reporter¿s complete facility address was not provided. Investigation summary: the product was not returned to depuy synthes, however a photo was provided for evaluation. Visual inspection of the returned photo found that the needle and the sleeve were deformed. No other anomalies could be observed on the device. The overall complaint was confirmed as the observed condition of the truespan 12 degree peek would have contributed to the complained device issue. Based on the investigation findings, the potential cause for the device condition could be traced to the procedural variables, such handling of the device or product interaction during procedure. It is possible that, when the needle was inside the joint and the needle tip was maneuvered to desired location for optimal approximation, the needle was leveraged, therefore causing stress and a mechanical deformation of the needle. As per the instructions for use (IFU): 1) during needle insertion use a malleable graft retractor or slotted cannula to prevent the needle from catching on or damaging soft tissue (e.g. Fat pad and/or articular surface). Properly handling and attention to the approved use of the device diminishes the risk of failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during a meniscal repair surgical procedure it was observed that the needle of the truespan 12 degree peek device was deformed. Therefore, another truespan 12 degree peek device was used and after the 1st firing, it was observed that two plates were deployed at the same time. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided. This is report 1 of 2 for (B)(4).